Manufacturer narrative:
(B)(4).

Event description:
The customer reported the beckman coulter act diff 2 instruments baths overflowed and leaked onto the counter. The customer was wearing gloves, a lab coat, goggles, and a face shield when she noticed the leak and reported no one came into contact with the fluid. There was no death, injury or change to patient treatment and no one sought medical attention. The customer does have an exposure control or risk management plan in place and does have msds, but has not reviewed them. There was no report of any patient samples or results being affected by the bath overflow. The field service engineer (fse) replaced the drain pinch valve waste tubing, drain filter, vacuum filter and the waste pump. Based on information provided the root cause for the bath overflow cannot be determined; however, the issue was resolved by instrument servicing. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.